Manufacturer narrative:
The analysis did show that the head had a dent at the back cap button. This caused the back cap button to stick in, interfering the internal moving parts. This caused high friction and therefore increase of temperature. In addition the bearing at the back cap side has been worn out. The dent shows that the handpiece received a strong hit, e.g. Dropping during reprocessing. The condition of the bearing is a result of the wear process which takes place during the use. It is likely that this wear process is accelerated due to the dent and the resulting higher pressure on the bearing. The user instruction requires a visual and functional test prior to each treatment to ensure that the handpiece is running within specification. Reported due to the 2 year presumption rule.

Event description:
During a standard dental treatment the head of the handpiece heated up and caused a burn on the inner cheek of the pt. The burn diameter was approx 5x5mm. The pt did not receive any ointment or medication for the burn.